Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Complainant alleged that during biomed testing, the device's pacer rate and output were out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.